Manufacturer narrative:
(B)(4). The reported device is not available for evaluation. The event is currently under investigation.

Event description:
A cloversnare¿ 4-loop vascular retriever was used for a filter retrieval procedure. It was reported that the sheath did not allow the tuoy to have a secure fit. It was leaking. The end user tried different tuoys which did not resolve the problem. There was no section of the device that remained in the patient's body , the patient did not require any additional procedures due to this occurrence and there were no adverse effects to the patient reported.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Based on the information provided, and the results of our investigation; the root cause was related to the product design. Measures have been conducted to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.